Manufacturer narrative:
Customer report was confirmed. There is damage to the blue septum inside the halky roberts valve. There is what appears to be a tear, next to the normal slit in the center area. All through lumens are patent. Ava was used with pacing catheter reference MDR #2015691-2009-10748.

Event description:
C-cc-dc - kit components damaged or out of spec; it was reported that the #2 electrode was detached from the d205hf7 catheter. This ava introducer was used with d205hf7 catheter. Detached electrode was found at peripheral vessel behind the right lung by x-ray. It was not retrieved. A d205hf7 catheter was inserted through an ava 3xi introducer in preparation for valve replacement surgery. The anesthetist had a little trouble inserting the catheter, it might have been due to right cardiac hypertrophy of the patient. The anesthetist repeated pushing and pulling the catheter three times when passing the pulmonary artery. The anesthetist removed the catheter from the ava 3xi introducer because anesthetist felt some difficulty during the fourth time of insertion. The anesthetist found that there was the #2 electrode missing from the catheter. The ava 3xi was removed from the patient using a guide wire because the anesthetist felt that the detached electrode might remain in the ava 3xi introducer. However, the detached electrode was not found in the removed ava 3xi introducer. A fluoroscopy was performed and the ring like electrode was found at the peripheral vessel behind the right lung. A new catheter, model no. D205hf7 was inserted through a new ava 3xi without any problem. The patient went under surgery for the valve replacement.